Event description:
During procedure, we noticed some interference in the video picture. This progressed to complete loss of video picture. Company representative was present during procedure and witnessed failure.